Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record was not reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Catalog #: complete catalog number is unknown since serial number was not provided. Expiration date: unknown since serial number was not provided. UDI is unknown since serial number was not provided. If implanted, give date: exact date unknown only (B)(6) 2016 provided. If explanted, give date: not applicable there is no indication that the lens has been explanted. Device manufacture date: unknown, as serial number is unknown. All pertinent information available to the manufacturer has been submitted.

Event description:
A male patient reported that prior to implantation of zxt300 16.0 diopter intraocular lenses in both eyes, he was near sighted. After the surgeries, his distance vision is improved but his close up vision is no longer sharp. He now needs glasses to do things that he could do without glasses prior to the surgeries. A few weeks after the second surgery, he discovered that improved distance vision is only in the right eye. He now has new bifocal glasses. The patient also sees radial halos around bright lights at night and he feels less safe as a night driver. This report will capture the event for the left eye.